Event description:
On june 11, 2008, the lay user/pt contacted lifescan (lfs) alleging that his onetouch ultra meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation, since the medical affairs specialist (mas) was unable to reach the pt by phone. The pt reported that he was unable to test his blood glucose since the alleged issue began, which was three days prior to contacting lfs. Despite the alleged issue, the pt reported he continued to take his usual dose of insulin (55 units of humulin n twice a day). On an unspecified date/time, after the reported issue began, the pt claimed he had a "low blood sugar" and experienced the following symptoms: "hot, sweaty and shaky." The pt denied receiving medical intervention as a result of the alleged issue. It would have been helpful to confirm the following with the pt: testing frequency, diabetes medications, date/time he developed hypoglycemic symptoms, any changes in diet, activity, medications prior to developing symptoms, and finally actions taken to treat symptoms. At the time of troubleshooting, the cca confirmed there was no misuse to the subject meter. The pt had not replaced the battery per the owner's booklet recommendation and did not have a new battery at the time of the call. The issue remained unresolved. Replacement products were sent to the pt. This complaint is being reported because the pt claims, he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.